Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Manufacturer narrative:
Follow-up #1 11/02/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump blackbox history did not show any loss of power (por) event between 9/13/2011 to end of pump use on (B)(6) 2011. The pump was exercised for 24 hours without interruptions. During investigation pump performed within specifications.

Event description:
On (B)(6) 2011, it was reported, the insulin pump experienced intermittent power and rebooted three times. There was no damage to the battery cap or compartment and the cap was tight and secure. The issue was not resolved. There was no adverse event associated with this issue.